Manufacturer narrative:
The account had zeroed the bed with a pt on the bed. The tech in-serviced the nursing staff on how to use the bed exit sys. User error, no repair needed.

Event description:
The account alleged the bed exit alarm is not setting. No injury reported.